Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-03268 addresses the second maxforce balloon. It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary dilatation balloon was used during a pancreatic dilatation. According to the complaint, during the procedure, the balloon burst at 11 atms. A second maxforce balloon was inserted in the patient; however this balloon burst at 11 atm¿s as well. It was confirmed that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with a third maxforce balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The exact event date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.